Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's wound never completely healed after being implanted and their ipg fell out of their pocket. As a result, the patient underwent surgical intervention to have the system explanted.